Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the surgeon closed the jaw and opened the jaw to adjust the placement of the tissue but he could not open the jaw; this happened before firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.